Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. It is suggested that the user facility review the method of reprocessing for the device according to the instructions for use (IFU). The subject event can be detected and prevented by implementation in accordance with the below IFU: instructions for gif/cf/pcf-290 series, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions for gif/cf/pcf-290 series, reprocessing manual, chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the colonovideoscope had an angle down. There were no reports of patient harm associated with the event . The device was returned for evaluation. During the device evaluation found the nozzle had foreign objects. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was evaluated and the evaluation found bending section could not be bent in up direction at all due to a cut on the angle wire. In addition to reportable finding mentioned in reportable event description, the device evaluation found following findings: water tightness was lost due to a crack on upward/downward angulation control knob(u/d knob) and due to due to a crack on flexibility adjustment ring ; image guide protector had a cut; universal cord was sticky; there was a discoloration on objective lens, light guide (lg) lens and on the control unit; there was peeling on adhesive around objective lens, adhesive around lg lens and paint on suction-cylinder and there was a crack on adhesive on bending section cover and on lg lens. An abnormal sound was made due to damage on right/left angulation control knob (r/l knob); also r/l knob did not move smoothly due to damage on r/l knob; control unit and suction-connector were dirty due to water leakage; light guide-bundle was slipping down; there was a lack of image on the monitor due to dirt on objective lens; suction-cylinder was shaved; universal cord had a wrinkle and switch one (sw1) did not work due to corrosion scratches were found on flexibility adjustment ring, protector of universal cord on suction-connector side, grip, scope connector cover unit, scope-cover, plastic distal end cover, connecting tube, forceps elevator, forceps elevator knob, (u/d knob), control unit, sw1, switch box, universal cord, suction-connector and on r/l knob. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.